Manufacturer narrative:
Initial.

Event description:
It was reported that a user disconnected from the ilet for medical appointments and used multiple daily injections before reconnecting later that night, then announced a meal as greater than dinner and went to sleep after taking prescribed sedating medications; overnight, the dexcom g7 generated urgent low soon and urgent low alerts, and on waking the user treated with oral glucose (coca-cola) with rapid return to range. Symptoms included hypoglycemia. Outcomes included unexpected medical intervention in the form of oral carbohydrate intake. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed insufficient information regarding a device-related problem or specific component involvement, and no findings were available to indicate a device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.